Manufacturer narrative:
Electrode belt (B)(4) was returned and evaluated at the distributor. The reported problem (adjust belt messages, arrhythmia alarms, service code 204 and 107) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to stay connected to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt (B)(4) was causing "adjust belt" messages, arrhythmia alarms, a service code 204 (belt unusable) and service code 107 (multiple abnormal shutdowns).